Manufacturer narrative:
Investigation conclusion: the customer reported approximately 7cc of water was drawn out via syringe but no additional water could be drawn out at the time of removal. The physician slowly pulled out the catheter and the balloon remained slightly inflated. No patient injury/harm was reported. A device history record (DHR) review was unable to be performed as the lot number reported was unknown. Failure mode trending was reviewed and no related trends were identified. One (1) decontaminated drainage bag with date code 268-9n6 was received for evaluation. Visual inspection and functional evaluation performed were unable to confirm the reported device issue. The returned device met specification and functioned as anticipated. Additional action will not be taken at this time. We will continue to monitor the process for any adverse trends that require immediate attention.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported approximately 7 cc of water was drawn out via syringe but no additional water could be drawn out of the catheter balloon at the time of removal. The physician slowly pulled out the catheter and the balloon remained slightly inflated. No patient injury/harm was reported.